Manufacturer narrative:
Correction provided in section d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that after intraocular lens (iol) implantation, the patient was frustrated with near and distant vision and was unhappy overall. The lens was removed and replaced with a non-company lens in a secondary procedure. The clinical reason for explant was "no improvement in near vision".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).